Event description:
The customer reported to olympus that during routine testing, the endoscope tested positive for microbial contamination. All channels were cultured and 10 colony forming units (cfu) of micrococcus spp were detected. In addition, over 267 cfu of aeromonas hydrophila were detected in the suction channel, 116 cfu of micrococcus spp were detected in the water jet channel, and over 191 cfu of aeromonas hydrophila were detected in the air/water channel. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
After the device was returned to olympus, it was sent out for additional testing. The physical device evaluation has not yet been completed. The customer provided their cleaning, disinfection, and sterilization processes. Pre-cleaning is performed by aspirating water through the instrument/suction channel. The air/water channel and the auxiliary water channel are flushed. No detergent is used for precleaning. The scopes are manually cleaned by brushing the instrument/suction channel, the suction cylinder, and the instrument channel ports, using aniosyme x3 and an asept brush. The scopes are then manually disinfected with anioxyde. The automated endoscopic reprocessor (aer) used is a soluscope 4 (non-olympus) reprocessor. The aer detergent is soluscope cln, and the aer disinfectant is soluscope paa. Scopes are stored vertically, and olympus is the maintenance company. The scopes are not sterilized. It is unknown if the aer was tested for microbial contamination. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Several device defects were noted such as: a pin hole in the lens glue of the distal end, pin hold in the charged coupled device cover lens glue, cracked plastic distal end cover, separated bending section cover glue, buckled connecting tube, cracked scope cover on the control unit, cut key top, buckled universal cord, damaged housing on the connector plug unit, angulation lower than standard value and wear and tear of the biopsy channel. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.